Event description:
The customer reported via phone call being hospitalized a few years prior due to a bad insertion site because she did not understand how to use the insulin pump. The customer stated that she did not recently experienced any serious injury or hospitalization. She also reported that she recently experienced high blood glucose and that the insulin pump alarmed no delivery when she tried to input the carbohydrates value into the device. She stated that she did not have supplies to do an infusion set change at the time of the call. The customer's blood glucose was 391 mg/dl, which was treated with manual injection; the customer's most recent blood glucose was 339 mg/dl. Upon troubleshooting, insulin exited during a 5.0 unit fixed prime. She was advised to change the entire infusion set and insertion site. She advised that she was okay and everything was working okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.